Event description:
It was reported that the system impedance of this subcutaneous implantable cardioverter defibrillator (s-ICD) system had decreased from 75 ohms to 30 ohms. This remained low but within normal limits over the course of one year. Technical services (ts) advised for a chest x-ray. No adverse patient effects were reported. Currently, this s-ICD system remains in service. According to additional information, this s-ICD was explanted and replaced with a new s-ICD. No additional adverse patient effects were reported.